Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server test station is not updating the test server and activity from the station is not reflecting in the test server. The issue has persisted for several weeks, and manual recovery is required. However, there were no delays or adverse events or injuries reported based on this event.